Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been rewarming for about 2.5 hours and was still at 36.2c in an arctic sun device. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 37c, water temperature (wt) was 25.8c, flow rate (fr) was 2.3lpm, good pad coverage, no alerts or alarms in event log, rewarm tab reads from 36.6c, rate 0.25c/hr, to 37c. Patient already has bair hugger on, and room temperature was warm. Explained patient should be 36.6c based on algorithm. Placed device in manual control at 40c which warmed to 40c without issue. Disabled manual control and restarted therapy. They would reach out to the health care professional (hcp).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 37c, water temperature (wt) was 25.8c, flow rate (fr) was 2.3lpm, good pad coverage, no alerts or alarms in event log, rewarm tab reads from 36.6c, rate 0.25c/hr, to 37c. Patient already has bair hugger on, and room temperature was warm. Explained patient should be 36.6c based on algorithm. Placed device in manual control at 40c which warmed to 40c without issue. Disabled manual control and restarted therapy. They would reach out to the health care professional (hcp). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been rewarming for about 2.5 hours and was still at 36.2c in an arctic sun device. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 37c, water temperature (wt) was 25.8c, flow rate (fr) was 2.3lpm, good pad coverage, no alerts or alarms in event log, rewarm tab reads from 36.6c, rate 0.25c/hr, to 37c. Patient already has bair hugger on, and room temperature was warm. Explained patient should be 36.6c based on algorithm. Placed device in manual control at 40c which warmed to 40c without issue. Disabled manual control and restarted therapy. They would reach out to the health care professional (hcp).